Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient taken to surgery for revision of total knee arthroplasty. Duracon universal baseplate & cr femur. Surgeon planned to do an insert exchange for patient to provide better stability & ligament is balancing. Once knee was exposed, it was noted that tibial baseplate was a duracon xs (possible item# (B) (4)) with a-p lipped 16mm insert. Surgeon wanted a thicker insert, however, 16mm insert was the thickest available. Surgeon inquired about a custom insert for compassionate use. Custom will be contacted about sizing options and timing."